Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer dropped the pump which caused the cartridge tubing to break. Additionally, a malfunction alarm occurred. Additionally, a power source alert occurred after the pump was plugged into a wall outlet. Reportedly the customer reverted to manual injections for insulin therapy. There was no impact to the customer¿s blood glucose.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally, the alleged battery not charging issue was verified. Additionally the alleged damaged cartridge issue could not be verified as the cartridge was not returned.